Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp and supported for approximately five days before being escalated to an impella 5.5 for continued mechanical circulatory support. Soon thereafter, there was high purge pressure. Lines were confirmed to not be kinked. Troubleshooting, there was temporarily release of the purge pressure which confirmed that the problem was with the patient rather than the purge cassette. The pump was explanted. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The impella device was discarded by the customer due to infection and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿